Manufacturer narrative:
Updated fields - b4, g3, g6, h2 corrected fields - h6 (type of investigation, component codes), e1 (event site telephone).

Event description:
Na.

Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, regarding gas loss aalrm that occured few times. The only way the nurses could resolve the alarm was by disconnecting the helium tubing. The the esp personel had discussed the proper way to troubleshoot this alarm- check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again and also reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation in this scenario.the esp personel encouraged user to call back if the alarm to go off several times in an hour. No harm or injury reported.